Event description:
Pt received breast implants on 4/27/84. During a routine mammogram in march of this yr (1996), it was discovered that the pt's right implant was ruptured. This was also confirmed with an MRI. Both implants were subsequently removed in 5/1996. The rupture occurred within the last 14 months.